Event description:
It was reported that a stent fracture occurred. A synergy xd mr ous 4.00 x 48mm was selected for treatment. During preparation for the procedure as the stent packaging was open, it was noted that the stent was fractured on the balloon. There were no patient complications reported due to this event.